Event description:
It was reported that air bubbles or gaps were found in the insulin delivery system, specifically in the pigtail/patient line, during the pumping process. There was no adverse impact to the customer¿s blood glucose level. To resolve the issue, the customer changed the cartridge and infusion set/tubing and resumed insulin delivery. Additionally, the customer was educated on using room temperature insulin for better performance, which they acknowledged and understood.